Event description:
This report is being submitted as a cancellation report. Investigation has confirmed a low risk failure is applicable to this event and no adverse events to the patient have been reported as occurring. No MDR malfunction precedence exists for this issue.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. This report is being submitted as a cancellation report. Investigation has confirmed a low risk failure is applicable to this event and no adverse events to the patient have been reported as occurring. An MDR malfunction precedence does not exist for this issue. Device evaluation: the ziv6-80-12-8.0 device of lot number c1579469 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a-the device did not return. Document review: prior to distribution ziv6-80-12-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The device did not return as it was destroyed. As per customer information " the stent has been destroyed because it was impossible to use it : it was blocked in the sheat " a review of the relevant manufacturing records (c1579469) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1579469. There is no evidence to suggest that the customer did not follow the instructions for use (B)(4). Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to handling of the device. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per complaint form: the doctor introduced the stent (in its sheat) on the wire. After 20cm, the stent system didn't advance. So the doctor would to remove it, but it was also impossible. At the end he had to pull the sheat with the stent. And this one was destroyed. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinking during implantation'. No adverse effects to the patient have been reported as occurring. This complaint report does not meet the requirements of an adverse reaction/device defect report as per 21 cfr part 814.82 (a)((9).